Event description:
Baxter serivce center reports leak in cassette of homechoice set used for automated reitoneal dialysis therapy. Leak was indentified by service center was noted in pneumatic system of returned homechoice device. No pt injury or medical intervention was reported at time of device return.